Event description:
Pt underwent CABG surgery and had external a-v sequential pacemaker post-op. When transferred off or table to stretcher, he was noted to have no blood pressure and no pulse. Pacemaker generator indicated that is was functioning. Pt was resuscitated and had a return of paced rhythm and pulse with replacement of pacemaker unit.